Event description:
The hospital reported that the during a case, the anesthesiologist requested that the anesthesia technician fill the vaporizer. The anesthesia technician reported turned the vaporizer off and filled it, as requested. The vaporizer was reportedly turned back on at 3%. It was subsequently noted that the gas monitor indicated .2%. The pt started to wake up and reportedly vomited. The case was completed after replacing the vaporizer and using another agent. No further reported complaint. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.